Manufacturer narrative:
Conclusion: based on the information available, no conclusion can be drawn. Additional information regarding the nature and details of the event have been requested, but not received at the time of this report. If additional event information is received, a supplemental report will be filed. (B)(4)

Event description:
Medtronic received information that this bioprosthetic valve was explanted four years post implant. No reason for explant was provided. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received. Patient identifier updated; patient age and date of birth updated. Suspected medical device implant date updated.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, two pieces of host tissue were analyzed. The analysis results of the returned product specimen showed tissue deterioration and degeneration on all leaflets and commissures due to intrinsic and extrinsic calcification. Pannus overgrowth on the outflow encapsulated the non-coronary left stent post and commissural area, which would have significantly impaired the leaflet mobility. Radiography showed trace to extensive mineralization in all cusps, commissures and remnants of pannus received with the valve. Conclusion: a review of the device history record (DHR) was also performed for this valve. There were no correlations / issues identified in regard to manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the observed calcification and pannus could have potentially impaired the leaflet mobility, leading to stenosis. This could have been the potential reason for explant. Calcification and pannus have been an inherent risk of surgical valve replacement. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.